Manufacturer narrative:
The investigation for the reported positioning issue has been completed. According to the clinical information, on the second day of impella cp support during patient transfer, the pump migrated into the aorta. The decision was then made to remove the pump. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issues was patient movement. B.7 revised as this information was inadvertently omitted from the previously submitted report. H.6 medical device problem codes were revised in accordance with updated procedures. A new code has been added to medical device problem codes.

Event description:
The user facility reported a 52-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp migrated to the aorta during patient transfer. The physician decided to remove the impella in the intensive care unit. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.